Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 210 mg/dl and the sensor glucose was in the 59 mg/dl at the time of the incident. Customer stated they have been eating thinking that they were low. Customer declined troubleshooting for high blood glucose. The sensor was replaced but customer will not return the product for analysis.